Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump act button not responding and low reservoir light remains on although reservoir was full. Customer's blood glucose value was unknown at the time of the incident. Customer stated that they had an open circle on insulin pump at all times and it was determined that they had running a different basal rate. Customer declined all troubleshooting. The device will not be returned for analysis.